Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: stem extension straight 13mm dia x 100mm length(combined length 145mm) catalog #: 00598801013 lot # unknown, tibial component precoat size 4 catalog #: 00588000400 lot #: unknown, stem extension offset 11mm dia x 100mm length(combined length 145mm) catalog #: 00598802011 lot #: unknown, articular surface with hinge post extension screw enclosed do not discard size e 14 mm height catalog# 00588005014 lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Primary and revision operative notes were returned for review. Review of primary operative notes does not indicate root cause. Examination of the knee showed good soft tissue tension in full stretch and 90 ° flexion. Review of the revision operative notes state that above the patella there was a distinct dehiscence of the quadriceps tendon. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event. Please reference: 0001822565-2017-03554.

Event description:
It was reported that patient had quadriceps tendon insufficiency after tendoplasty, and underwent a tendon revision and a poly exchange. Patient was revised to a nexgen rotating hinge knee gliding surface. Operative notes indicated that during the procedure the patella was moved laterally and there was an yellowish effusion.